Event description:
Customer sent a complaint on (B)(6) 2010 informing that he used lifestyle's lubricated condoms and one condom broke during intercourse. After following up with him by phone on (B)(6) 2010, customer stated that he was (B)(6) (diagnosed before using lifestyle condom), however, his partner was (B)(6).

Manufacturer narrative:
Customer was contacted by phone on (B)(6) 2010 as a f/u. He informed that his primary dr suggested that his partner should get tested for (B)(6) within 3 to 6 months. Customer stated that he does not have unused samples from this same lot number to be returned for testing.